Event description:
Additional information: on 23jan2019, the manufacturer's technical services representatives performed an onsite external replacement of the patient's percutaneous lead (driveline). The repair was performed approximately 5 inches from the driveline exit site. Reportedly, no issues were noted after the patient's lvad system was connected to power via a grounded patient cable. No additional information was received.

Manufacturer narrative:
Sections b5, d10, h6 (device code): additional information. Section h1: type of report changed to malfunction (no known adverse impact to the patient due to the reported event): corrected data. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. Approximately 16 inches of the external portion/distal end of the driveline was returned. A clam shell repair kit had previously been installed. Tape was covering a small hole in the silicone sleeve near the terminus of the distal end bend relief. The clam shell, tape, and silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, approximately 8.5 inches from the system controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the red wire were exposed. The insulation breach of the red wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the red wire would have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time.the instruction for use also discusses damage due to wear and fatigue of the driveline. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 10 months 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient came into the clinic for reports of low speed advisory and low flow alarms. Patient reports that this only occurs on grounded cable. The patient connected to grounded cable in clinic and no alarms occurred however on interrogation, patient has had roughly 30 pump stops since (B)(6). No x-rays have been taken as of yet however upon palpation of the driveline no frank bends in the dl could be felt. Patient does have a clamshell and a small amount of rescue tape on the distal aspect of the driveline. No additional information was reported.